Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sp monopolar cautery instrument was analyzed and found to have a cracked tube adapter at the distal end. Additional observations found related to the reported complaint states that the had a broken and bent electrical contact. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp monopolar cautery instrument tip was cracked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The single port (sp) monopolar cautery instrument was further evaluated by the failure analysis engineer (fae). The instrument was found to have a cracked instrument tube adapter with potential thermal damage, a bent contact, and a broken contact. The instrument's tube adapter was found to be cracked and one of the longer legs of the contact was found to be bent outside of the instrument tube adapter and passed through the crack. There appeared to be charring and potential signs of thermal damage where the contact exited the instrument tube adapter. The cracked instrument tube adapter did not appear to be missing any pieces, but an inspection of the interior of the instrument tube adapter found that the second long leg of the contact was broken and not returned with the instrument. The missing contact piece measures approximately 0.762mm x 3.91mm.

Event description:
Refer to h10/h11 for follow-up information.